Event description:
I originally received mcghan saline textured breast implants on (B)(6) 1992 by dr. (B)(6), m.d., p.c in (B)(6). My left implant ruptured and had to be replaced on (B)(6) 2000 with another mcghan saline implant. Now on (B)(6) 2020, my left implant has ruptured again and once more, I need replacement surgery. Have these implants been recalled and is there anyone who can help me? FDA safety report ID# (B)(4).